Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient rep called back. Patient is in the ICU for a number unrelated issues. The patient now has a bacterial infection in their blood and it is not clearing up. They don't knowing what the source is. They are not sure if it's not clearing because of the device. They are considering if the device is the source of their infection not clearing up. Patient doesn't have cognitive ability to control therapy. Caller wanted to know if the handset will register if there is a problem. Troubleshooting checked patients settings over the phone and patient was on 1.8 on program 3. Patient is too fragile to have system removed. Patient was admitted to the hospital for diabetes on august 2. The hospital detected a blood infection on august 5. Patient had a steroid injection mid july and they think this might be the original source of the infection. Troubleshooting asked the doctor's name that had the most information about the infection and the caller didn't know. Infectious disease is managing the patient's bacterial infection. Troubleshooting provided technical service phone number for hcp to call if they have questions.